Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. Technical support provided assistance to the customer over the phone. Technical support advised customer to replace the power switch over lay. The customer was provided with the part number for the overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is getting error code light emitting diode (led). There was no patient involvement.